Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Rejecting: 1818910 -2016 -18441, duplicate of 181910-2016-18379.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The adaptor implant would not come off the wrench after tightening, despite numerous attempts. A second implant and wrench were obtained from a different hospital causing a significant delay.